Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a total abdominal hysterectomy procedure on unknown date and barbed suture was used. The patient experienced abdominal pain and returned to the facility. An additional procedure was performed on unknown date and the patient had herniated through the fascial incision. It was reported by the surgeon that the barbed suture appeared to be intact. The surgeon opined that they may have missed taking a fascial bite during initial procedure. The hernia was repaired with a different device. The patient status is unknown. No additional information was provided.